Event description:
Procedure: total hip replacement. The tip of the hex driver broke off in the screw and resulted in a 15 minute delay while the surgeon tried to remove it from the head of the screws with various implements. He managed to remove it. No adverse effect. The flexi drill bit bent when the surgeon inserted it into the drill guide and turned the power on before it was fully seated. Retrieved broken piece of metal. Nothing left in patient. There was no adverse effect, he just used a different drill bit.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.